Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. The inpen paired to the commercial app. Inpen passed baseline and wireless functionality. App logbook displayed: 13.5u, 14u, 15u, 14.5u, 13.5u, 13u, 12u, 13u, 13u, 14u. Inpen passed displacement dose accuracy. Inpen failed dialing alignment using dose knob zero alignment gage. The zero tick mark dose not align in the gage window when dialed to 16u. Performed battery investigation and measured 2.985v. Performed electrical investigation. Encoder contacts were soldered and probed to oscilloscope. While attempting to transmit a signal, the scope displayed irregular/inconsistent pulses the fact that irregular/inconsistent pulses were observed prior to disassembly can be an indication that the contact springs on the encoder contact boards were not touching the contacts on the pattern wheel or not exerting enough pressure to make electrical connection to produce consistent encoder pulses. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: inpen did not transmit accurate doses during testing. Therefore, dose log inaccuracy was confirmed. Customer concern was isolated to the mechanical assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the dose log not recording accurately. The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed. Customer reported dose log difference was always 0.5 units. No harm requiring medical intervention was reported. Product mmt-105nngyna was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.